Event description:
The patient had close monitoring of ldh levels during hospitalization. Ldh levels continued to improve at discharge with no direct treatment for thrombus, leading to clinician's reassurance that no thrombus was present. Patient had no clinical signs or symptoms of hemolysis. Plan of care was noted to continue to trend ldh in the outpatient setting. Although the patient¿s clinicians determined that the reported clinical symptoms or biomarkers did not warrant medical intervention at this time, the patient has an extensive history of hemolysis and pump thrombosis which has contributed to multiple admissions and treatments. No additional information was provided.

Manufacturer narrative:
Section b5: patient's history of thrombus has been previously reported under MFR# (B)(4), MFR# (B)(4) and MFR# (B)(4). Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed elevations in pump power and estimated flow; however, a specific cause could not be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate ii lvas, serial number (B)(4) could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. Elevations in pump power and estimated flow were noted throughout the log file, ranging from 11.1 to 12.4 watts and 10.3 to 12 lpm, respectively. Some of these elevations appeared to be associated with pi events. Despite the fluctuations in pump parameters, no atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. It was reported that the patient was inpatient due to concerns for sepsis and had consistently up trending ldh levels. It was later reported patient was determined to not be septic and did not show any signs of symptoms of hemolysis. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists hemolysis and infection as adverse events that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. It also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Care instructions in regards to preventing infection as well as suggested responses in the event of infection are also included in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 month, 24 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient is currently inpatient due to concerns for sepsis and consistently up trending lactate dehydrogenase (ldh) levels. The patient was experiencing transient power and flow elevations which were confirmed by technical services' review of the patient's log files. The clinician reported the patient was not determined to be septic during the course of admission but remained on intravenous antibiotic therapy with conversion to oral antibiotics at discharge, likely due to colonization at the percutaneous lead (driveline) exit site. Cta chest revealed a fluid collection around the driveline site. Additionally, a tagged white blood cell (wbc) scan was negative. The patient remained afebrile for one week prior to discharge home. No additional information was provided.